Event description:
It was reported that the procedure was cancelled. The 80% stenosed, severely calcified and moderately tortuous target lesion was located in the left anterior descending artery. The lesion was also noted to be eccentric in shape and de novo (progressive) with a 45 degree bend involved. The lesion was not predilated. A 1.50mm rotalink plus was selected for use. The device was prepared, tested & advanced with significant resistance to the lesion. Rotablation was conducted at 7 runs at 170.000 rpm, but failed to cross the lesion. The physician decided to stop the case, continue with observation and reschedule the procedure. There were no patient complications reported.